Manufacturer narrative:
There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Mobicath small curve bidirectional 8.5fr guiding sheath, model # d140010, lot number unknown. St. Jude medical brk-1 transseptal needle, lot number unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation of the left pulmonary veins, the patient became hypotensive. Tamponade was confirmed via ultrasound echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Bleeding persisted. Patient was sent for open heart surgery to patch the site of injury. Patient was reported to be stable after surgery. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheath used was a mobicath small curve bi-directional 8.5 french sheath. Generator parameters included power control mode with cut-off at 40 watts. Generator settings at the time of injury included power at 40 watts, temperature of 26-28 degrees celsius, and impedance of 170-205 ohms. Power was not titrated during ablation. Overall ablation time at the site of injury was 22.1 seconds. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping and 15 ml/min during ablation. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. Force visualization features included graph, dashboard, vector, and visitag. Visitag parameters for stability were 3 mm and 3 seconds. Additional visitag filters included force over time 25% and 3 grams and ablation index of 550. Color options used prospectively included ablation index..